Manufacturer narrative:
Concomitant medical products: model: ddmc3d1, ICD; implanted: (B)(6) 2016.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited a high threshold reading and t-wave oversensing (twos) which was not withheld by the implantable cardioverter defibrillator (ICD) t-wave oversensing (twos) discriminator. It was noted the current EKG showed the t-waves were larger than the r-waves. Follow-up was completed with the clinic and the healthcare professional (hcp) verified that reprogramming had been completed. The lead and device remain in use. No patient complications have been reported as a result of this event.